Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead was unable to adhere to the atrium and fell out of position three times. The physician stated that the helix of the lead could not be extended fully. The lead was then replaced and the procedure was completed without further issues. The patient's condition was stable.